Manufacturer narrative:
Updated fields: b4, d9, investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that there were contaminated parts. The fse replaced the safety disk , crm, pneu cmpnt luer, tubing , purge valve assembly and a hose. Unit passed all functional and safety test per factory specifications.

Event description:
N/a.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had blood contamination. There is no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field : b4 , g3, g6 , h2 , h11. Corrected field : h6 ( investigation findings ,component codes , medical device ¿ problem code).

Event description:
N/a